Manufacturer narrative:
(B)(4), per DHR the product visistat 35w 6/box lot # 73k1900652 was manufactured on 10/29/2019 a total of (B)(4) pieces. Lot was released on 11/13/2019. DHR investigation did not show issues related to complaint. From the pictures, reported defect was unable to be confirmed, failure mode reported as "failure to function - other". However it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. From the pictures attached was unable to be confirmed failure mode reported as "failure to function - other". However it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Failure mode "failure to function - info not provided" could not be confirmed with picture, however it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. Failure mode "failure to function - info not provided" could not be confirmed with picture. However it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions.

Event description:
Not working. Additional information: the visistat skin stapler was unable to fire its first staple out of the box. It is kind of jammed and unable to proceed with the closure.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Not working. Additional information: the visistat skin stapler was unable to fire its first staple out of the box. It is kind of jammed and unable to proceed with the closure.